Manufacturer narrative:
The insulin pump had an unresponsive buttons due to corroded keypad traces. No button error alarm during testing. The insulin pump had minor scratches on lcd window, scratched case cracked case on display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer stated the insulin pump could have had a slight drop. Customer's blood glucose level was 7.4 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.